Manufacturer narrative:
A serial number was not provided; therefore the device history records could not be reviewed.

Event description:
The user facility in (B)(6) reported bead like particles on the patients iris during post-operative examination. There are no plans to perform a secondary procedure to remove the particles at this time. They will be left in the patient's eye.

Manufacturer narrative:
Evaluation completed. One bl3170 stellaris handpiece, serial number (B)(4) was returned. No external visual defects were noted. A filter test was performed by injecting processed water through the irrigation tube onto a 0.45 micron filter. The water was then vacuumed off through the filter in an attempt to trap any possible particulates. Microscopic examination of the filter found one fiber like particle. No ¿bead like¿ particles appeared during the filtering process. The device history was reviewed and found to meet manufacturing specification.